Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer was failed and required maintenance. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in dispensing the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer completed diagnosis and found no issues. The customer confirmed the station was operating properly. The system functioned as intended after the field service engineer verified the device.